Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. As catalog# is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description of event according to complainant: the patient had two unsuccessful retrieval attempts. The filter was retrieved during a third retrieval attempt where it was cut out. Patient outcome: the patient has reported that he is experiencing pain.

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. As catalog# is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. Summary of investigational findings: since no imaging or product is received, evaluation is based on the description solely. Unable to comment on the alleged difficult retrieval and pain based on the very limited information. However, filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. The root cause for this event cannot be determined based on the very limited information. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the patient had two unsuccessful retrieval attempts. The filter was retrieved during a third retrieval attempt where it was cut out. Patient outcome: the patient has reported that he is experiencing pain.